Event description:
Customer reported an, "electric current problem in the arm" while using their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. No evidence of the reported issue was observed. The reported reader was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The off current was measured to be within specification, indicating the reader did not have an electric current problem. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an, "electric current problem in the arm" while using their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.